Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection and sepsis. The patient received antibiotics. No additional adverse patient effects were reported.